Event description:
It was reported to philips that the ac power module was making a noise. There was no patient involvement. The device was evaluated by the customer with assistance from philips field service engineer (fse). The reported issue was confirmed and caused traced to noisy ac power module. Based on the conclusion of the evaluation, it was determined that ac power module was making a noise. The part was ordered and delivered to fix the problem. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.